Manufacturer narrative:
Ge healthcare service personnel replaced the power switch to resolve the reported issue. No report of patient involvement.

Event description:
Ge healthcare service personnel reported that the unit restarted intermittently. There was no report of patient involvement.